Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp.(omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image became intermittently. And the connection of the power plug socket of the device was loose. There was no report of patient injury associated with this event.